Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that towards the end of a robotic laparoscopic rectopexy, one of the bipolar fenestrated grasper (bfg) jaws broke off and fell inside the patient. This occurred right after the surgeon had closed the peritoneum as they were using the bfg to hold a laparoscopic suction device, applying slight pressure with the bfg to properly position it. Initially, there were no broken instrument errors triggered. The bedside surgeon attempted to remove the bfg by pressing the idu button twice but the bfg could not be withdrawn from the trocar, as the system displayed an ¿x,¿ indicating that the instrument was ¿not ready for removal.¿ the console surgeon then decided to search for the missing piece inside the patient first, and approximately two minutes after the jaw broke, the red ¿broken instrument¿ alarm was triggered. The bfg was removed following the standard broken-instrument removal procedure. The missing piece was then searched for laparoscopically and was eventually found. The bfg was not replaced, as the procedure was already completed. The bfg had 19% remaining at the time of the failure. There was no patient injury.